Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine follow-up, a battery longevity estimate of 4.1 years was observed. It was noted that a separate estimation performed by technical services gave a battery longevity estimate of 2 to 2.5 years. This was due to an overestimation of the programmer. No action was performed. The patient was stable.